Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer states insulin pump does not vibrate when alarm is received. Customer's blood glucose was unknown. During troubleshooting, customer states that pump did not vibrate at the vibrate test with new batteries inserted. Insulin pump failed another series of vibrate test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no vibration during self-test due to broken black wire on vibrator motor. Device function properly during rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart test and all operating current measurement were normal. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube.